Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling for k-wires device was noisy. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was making a grinding noise, there was an unknown liquid was found inside the unit and the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause for the unknown liquid was determined to be due to improper cleaning methods and the root cause for component wear was from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.